Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The reservoir, cylinders and pump were visually and microscopically examined, and leak tested; and the pump and cylinders were also functionally tested. No anomalies were found with the pump. Microscope testing of the cylinders and reservoir revealed that both cylinders had wear at fold in the proximal end of the cylinder, and the reservoir had wear at fold in the shell. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient's scrotal incision opened up a tiny bit which led to the inflatable penile prosthesis (ipp) device becoming infected. All components have been removed of the patient. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient's scrotal incision opened up a tiny bit which led to the inflatable penile prosthesis (ipp) device becoming infected. All components have been removed of the patient. There were no further patient complications reported.